Event description:
On (B)(6)2024, a sales representative reported via phone that a (qty. (B)(4)) of an ar-2923bc biocomposite pushlock anchor broke in pieces during insertion. The case was completed using another of the same product from a different lot with no issues. All pieces were retrieved successfully from the patient. The case was delayed 30 minutes with no additional anesthesia administered. This was discovered during a labrum repair procedure on (B)(6)2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.